Event description:
It was reported the device was stuck on guidewire. The target lesion was located to treat peripheral artery disease (pad) in the superficial femoral artery (sfa). A 2.4 mm jetstream xc catheter was selected for an atherectomy procedure. During usage, the device stopped rotating and became stuck on guidewire which caused difficulty in removal. The device was difficult to remove, and the device had to be removed together with the guidewire. Another device of a different model was used to complete the procedure. No patient complications were reported.